Event description:
The customer reported to olympus that while using the visera laparo-thoraco videoscope the endoscopic image turns pink. The unspecified procedure was completed with a similar device. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. Due to damage on charged coupled device unit in endoscope connector, the color tone of the image was not proper. Additionally, the evaluation revealed: adhesive on bending section cover had a chip, switch number 1 had a cut, and due to wear of angle wire, bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.